Event description:
It was reported that the customer¿s t:slim x2 pump battery was not charging, and a power source alert was detected. There was no adverse impact to the customer¿s blood glucose level. Initially, the issue was unresolved despite trying different charging methods, leading technical support to issue a replacement pump. However, the customer later reported the pump began charging after prolonged connection to the power source, and subsequently decided to return the replacement pump. Technical support advised the customer on optimal battery practices and instructed them to return the replacement pump using a pre-paid label.